Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reporting finding a split bushing at set-up placing the breathing bag bushing onto the anesthesia equipment. The hosp also reported that there was no pt involvement.